Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered a cardiac tamponade requiring prolonged hospitalization. The patient had a tamponade after the end of the procedure. The adverse event was discovered post use of biosense webster inc product. The physician¿s opinion on the cause of this adverse event is that it was procedure related. The patient outcome of the adverse event was reported as worsened as the patient was still under artificial sedation because of a pulmonary degradation, not because of the procedure. The patient required extended hospitalization because of the adverse event. A smartablate generator was used during this case. A transseptal puncture was performed with an abbott brk 1 xs transseptal needle and an abbott sl0 sheath. Ablation had already been performed prior to noting the cardiac tamponade. There was no evidence of steam pop. The event occurred during ablation phase. An irrigated catheter was used in the event and the flow setting were set at 2/8/15. The correct catheter settings were selected on the smartablate generator and the pump was switching from low to high flow during ablation. No error messages were observed on biosense webster equipment during the procedure. Force visualization features used were graph, dashboard, vector & visitag with the visitag module parameters for stability set at stability: 3mm, minimum time: 3sec, force over time 25%, minimum force 3g, ablation index: 350 ¿ 400, visitag size: 3 with no additional filter used with the visitag and the color options used prospectively tag index.